Event description:
Additional information received indicates that the patient had high impedances and that effective therapy was resorted post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's extensions had impedances. Surgical intervention was undertaken, and the extensions were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.